Manufacturer narrative:
A sample device was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information was requested. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens became stuck in the cartridge, but then released, entered the eye and broke the posterior capsular wall. The lens dropped into the vitreous cavity. The surgeon then referred the patient to a different facility to have the lens retrieved, which took place two days later. Additional information was requested.